Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Death date, event date, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Article titled, "antithrombotic treatment and its association with outcome in a multicenter cohort of transcatheter edge-to-edge mitral valve repair patients."

Event description:
This is filed to report patient deaths. This research article was a multicenter, retrospective observational cohort study that discusses postprocedural antithrombotic therapy (att) after transcatheter edge-to-edge mitral valve repair (teer) with the mitraclip device. Complications identified include: thrombus, embolism, stroke, bleeding requiring intervention and death. In conclusion, the study provides evidence for a more favorable long-term outcome of oral anticoagulants (oac) monotherapy in patients with an indication for oac and reiterates the urgent need for randomized controlled trials on the optimal antithrombotic treatment of teer patients. Details are listed in the attached article titled, "antithrombotic treatment and its association with outcome in a multicenter cohort of transcatheter edge-to-edge mitral valve repair patients." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and without case-specific details, the cause of the reported death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.